Event description:
During use of the device for endoscopic saphenous vein harvesting, the user observed that the "tip of dissector came loose." An alternate device was employed and the dissection was successfully completed. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Eval in progress, but not concluded.